Manufacturer narrative:
Complaint (B)(4): no samples were provided for evaluation. No batch numbers were provided by the customer. No further information or clarification was provided by the customer. Without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined. The MDR was originally submitted in (B)(6) 2025 but failed transmission due to an internal clerical error related to the formatting of the manufacturer address in section d3. The error was not detected at the time and was subsequently identified during a comprehensive review of all mdrs submitted in 2025. MDR is being resubmitted immediately upon discovery, and a root cause investigation has been initiated to determine areas for correction and enhancement within our internal MDR preparation and submission process.

Event description:
Customer states needle was not fully retracted when the safety button was engaged, which resulted in a needlestick injury. The protective sheath left a portion of the needle exposed and that is how the employee was punctured. No image of the device or lot number information available.